Manufacturer narrative:
The reported event, delrin ball missing, was duplicated; it was confirmed the delrin ball detent was missing by an engineer through visual inspection. A missing delrin ball may allow the lid of the housing to open unintentionally. Causes include wear due to extended use, mechanical damage, or degradation due to extended autoclaving.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.